Event description:
The sales rep reported a hip revision surgery due to pain and lab tests indicating increased metal ion levels in the patient, the original implant included an omni femoral stem, an omni femoral neck and components from other mfrs, including a metal on metal cup. The surgeon removed and replaced the metal on metal cup and the omni neck. The original implant surgery was on (B)(6) 2009. The revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the revision surgery the surgeon removed and replaced the omni neck and a metal on metal cup from another MFR. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness , or performance of the device.